Event description:
It was reported that during the implant procedure, the atrial lead was repositioned and it fell into the right ventricle. The lead impedance was not below 1600 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. No abnormalities found. A cut was evident through the outer insulation material at 18.5 cm distally. The tip was distorted.